Event description:
It was reported that: the wire cannot enter the introduction syringe (ars). The issue was identified during use. There was no reported patient harm or complication from the issue. Initial investigation or the returned device showed a kink.

Manufacturer narrative:
Qn# (B)(4). The customer report of a kinked guide wire was confirmed through investigation of the returned sample. The customer returned one swg and one arrow raulerson syringe (ars) for analysis. Signs of use in the form of biomaterial were observed on the returned components. Visual analysis revealed three kinks towards the distal j-bend. The distal j-bend appeared misshapen but intact. Microscopic examination confirmed the damage and revealed that the welds were secure and intact. Visual examination of the ars revealed no obvious defects or anomalies. The kinks in the guide wire measured 17mm, 24mm, and 35mm via calibrated ruler from the distal tip. The overall length of the guide wire measured 602mm via calibrated ruler which was within the specification limits of 596-604 mm per the guide wire product drawing. The outer diameter (od) measured 0.792mm via calibrated micrometer which was within the specification limits of 0.788-0.826 mm per the guide wire product drawing. The components were functionally tested per the instructions for use (IFU) provided with this kit which instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The proximal end of the guide wire was advanced through the returned ars and a lab inventory 18ga introducer needle subassembly via the advancer, and the guide wire was able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the wire cannot enter the introduction syringe (ars). The issue was identified during use. There was no reported patient harm or complication from the issue. Initial investigation or the returned device showed a kink.

Manufacturer narrative:
(B)(4). UDI related data quality updates only: section d.4. - unique identifier (UDI) # corrected to (B)(4).

Event description:
It was reported that: the wire cannot enter the introduction syringe (ars). The issue was identified during use. There was no reported patient harm or complication from the issue. Initial investigation or the returned device showed a kink.